Event description:
The site contacted berlin heart gmbh clinical affairs (ca) on 2026-02-27 to report that a patient being supported with an excor blood pump pu valves; 15 ml in/out; ø 9 mm experienced hemolysis on (B)(6) 2026. The patient was previously being supported on va-ECMO and the excor cannulas were implanted with centrimag on (B)(6) 2026. After the switch from the centrimag to excor blood pump on (B)(6) 2026, the ldh level increased. The previous ldh have been below 500 u/l and the value increased to over 1500 u/l for three days from (B)(6) 2026. The patient remains stable. The excor blood pump maintained complete fill and ejection.

Manufacturer narrative:
The excor blood pump pu valves; 15 ml in/out; ø 9 mm, s/n 2530317, is used on the patient from (B)(6) 2026 to date. The event occurred on (B)(6) 2026, which is (3 days) after the pump was placed on the patient. We have reviewed the production records of the excor blood pump s/n (B)(6). This pump was produced according to our specifications.